Event description:
(B)(4). So many side effects it's crazy and I guess I never put 2+2 together until now... Mood swings, depression, hair loss, crazy periods (late up to 2 weeks and heavy) fatigue, joint pain, migraines, back pain and abdominal cramping (not cycle related).